Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by patient that the alleged issue began on (B)(6) 2012 at 4:30pm. The patient stated that she manages his diabetes with insulin, "9units, 1.375 every hour" of unknown type, and took her usual dose of medication in response to the reported issue. Fifteen to twenty minutes after the alleged issue occurred, the patient claimed to have developed symptoms of having "dry mouth and blurry vision" but denied receiving any treatment in response to the symptoms. During the troubleshooting, the cca noted that the subject meter will turn on with the power button but not during the insertion of the test strip. Replacement products were sent to the patient. Although the patient denied receiving any treatment after the alleged issue occurred, this complaint is being reported because the patient developed symptoms suggestive of a serious injury.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. The 510(k) # is k053529.